Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On the evening of (B)(6) 2022, the patient was confused and stuttered when speaking. The cgm value was 270 mg/dl. The patient¿s spouse transported her to the hospital as he thought she was having a tia (transient ischemic attack). At the hospital the bg finger stick value was 50 mg/dl and she was given orange juice and graham crackers. Although she was not treated with medication, her bg level was monitored. The patient felt better after receiving the carbohydrates, and she was diagnosed with hypoglycemia, (not a tia). At the hospital the sensor and transmitter were replaced by the spouse. She recovered and returned home. No data was provided for evaluation. The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. A probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.